Manufacturer narrative:
(B)(4). It should be noted the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU) state ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment of a thoracic aneurysm using a conformable gore® tag® thoracic endoprosthesis. On an unknown date, a follow-up examination reported confirmed a proximal type I endoleak. Additional event details, including the cause of the endoleak, were requested but not available. On (B)(6) 2022, a reintervention was performed whereby an additional stent graft was implanted proximally to treat the endoleak. The endoleak was resolved and the patient tolerated the procedure.